Manufacturer narrative:
Returned product analysis: 3 electrodes were exposed, one of which was bent at about 30 degrees. No heat shrink band used to hold harness was found on the tube, as required. Blue band at exposed area of tube was torn. Electrode wires were cut about 2 inches above the harness insertion point on the tube, leaving 3 to 4 inches between the end of the electrode wires and the proximal end of the tube. It appears unlikely that the practitioner used the electrode's wires to remove the tube since they are much farther away from the practitioner than the end the tube. All tube and wire dimensions in spec with the exception of the insertion point for the wire harness at the proximal end of the tube. It was about 0.4 inches farther back than it should have been. The electrodes still had the ability to be about 0.7 inches into the silicone lumens at the distal end of the tube.

Event description:
The neuro-monitoring technician reported that, apparently the electrodes came out of the shrink tubing used to hold them in place after the blue section on the tube, and had occurred at extubation. The customer mentioned that when they extubate the patient, they normally cut the electrode wires, so they are not so long and get in the way when removing. The customer reported that the wires were pulled upon when the tube was being removed. There was no patient injury reported.